Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2016. According to the complainant, the balloon was inflated and deflated successfully, but the balloon failed to re-inflate. When the physician was withdrawing the device, the catheter broke in half and the broken piece got stuck inside the endoscope; a hemostat was used to retrieve the half that was stuck in the endoscope. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was broken into two pieces. It was also noted that the catheter was kinked and the distal tip was damaged. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2016. According to the complainant, the balloon was inflated and deflated successfully, but the balloon failed to re-inflate. When the physician was withdrawing the device, the catheter broke in half and the broken piece got stuck inside the endoscope; a hemostat was used to retrieve the half that was stuck in the endoscope. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.